Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 17116627.

Event description:
It was reported that the patient was not getting an adequate stimulation and was also feeling unpleasant stimulations. It was confirmed via x-ray that the leads have migrated and the leads had high impedances. The patient underwent a lead explant procedure. The explanted leads were not released by the medical facility.